Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of the synchroseal instrument was getting stuck in the closed position. It was not working and it kept giving an alert. The technical support engineer (tse) recommended the site reseat the drape to which the customer did, but the customer did not test the synchroseal instrument while on the call with the tse. The tse recommended the site try another instrument if the issue returned or move the surgeon between surgeon side consoles (ssc). Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal was analyzed and found to have the customer reported that the synchroseal was not functioning when the jaws were closed and repeatedly gave an alert. Failure analysis confirmed the customer-reported issue was due to a bent main tube at the midpoint, which impaired jaw movement. Adjacent components were undamaged. The instrument couldn't be tested on the in-house system but passed the electrical continuity test. Failure analysis found a dislodged wrist bearing in the housing, causing the wrist cable to appear loose. The bearing was not properly seated at the back end, contributing to the reported issue. The complaint was confirmed by failure analysis. The probable root cause of a bent main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Applying excessive force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal can also cause bending.